Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves and the buffer syringe to resolve the issue. Beckman coulter internal identifier is case (B)(4). Customer phone number (B)(6).

Event description:
The customer reported receiving erroneous high patient results for sodium, potassium and chloride on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.